Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that patient underwent a plf (t11-l3(2a2b) for dish on (B)(6) 2026. After the screws were inserted, the cement was injected. Fluoroscopy revealed segmental leakage in the first vertebra (l2 right), so the surgeon was alerted and treatment for that vertebra was completed. No leakage was confirmed in other areas under fluoroscopy. After the cement injection, rods and set screws were inserted and final closure began, so the sales representative left the operating room and was checking paperwork in the hallway when a large number of anesthesiologists and nurses entered the operating room. The patient's blood pressure had gradually dropped during closure, then dropped suddenly, causing cardiac arrest. The surgeon resuscitated the patient with cardiac massage and other resuscitation techniques. The surgeon said that it's difficult to tell when the patient has a pacemaker during surgery if a cardiac arrest has occurred, and that it's likely that the patient had stopped for one to two minutes. The surgery was completed successfully with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.